Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. Based on complaint history and similarly reported events, the data captured in the log files is potentially consistent with some material, such as a thrombus, being ingested into the pump and contacting the rotor; however, a specific cause for the low flow, motor instability, and rotor noise events cannot be conclusively be determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2021 at 9:57:33 to (B)(6) 2021 at 14:57:31. The submitted data contained continuous events from 9:57:33 to 14:42:16 where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 251 low flow faults and 251 low flow alarms. Additionally, there were numerous (f55) motor instability lvad fault flags and rot_noise lvad live info flags that were associated with pump power elevations as high as 6.7 watts. The pump set speed was decreased to 3000 rpm at 14:40:59 for approximately 10 seconds and was associated with low speed advisory faults, low speed advisory alarms and (f55) motor instability lvad fault flags. The pump speed was changed to 5600 rpm and pump flow returned above the low flow threshold at 14:57:30 and as high as 4.0 lpm. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The submitted movies were unremarkable. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). It was later reported on 05may2021 under related manufacturer report number 2916596-2021-02600 that the patient had low flow alarms due to intraluminal thrombus. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 04nov2016. The heartmate 3 lvas instructions for use (IFU) is currently available. The heartmate 3 lvas patient handbook is also currently available. Section 1 of this document lists peripheral thromboembolic events as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 "patient care and management" lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. Heartmate 3 lvas IFU, section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that the patient did not have an outflow graft clip and was having a consistent low flow alarm over 674 minutes. It was suspected that the patient had an outflow graft twist. A computed tomography angiography (cta) was completed. It was believed that the patient had ingested something into the pump. While review the patient's chart it was found that the patient had a change in chemotherapy medication in february and had required more coumadin over the last 6 months (18-20 milligrams once a day) in order to maintain an international normalized ratio (inr) goal of 2-3. The chemotherapy could also make the patient hypercoagulable. The patient was taken to the catheterization lab for ventriculography (lv gram) and there was no visible twist seen in the outflow graft. The plan was to give the patient tissue plasminogen activator (tpa) through the catheter, but the patient's speed was turned down to 3000 in an attempt to activate the extended silence function. It was quickly turned back up to 5600 rpms, but with this there was a resolution of alarms. The flow was about 4 liters per minute. The patient was neurological intact at that time. The log file review captured low flow alarms. There did not appear to be any type of equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. There were also a few low speed advisories due to the pump being manually set below the low speed limit of 5200 rpm for a brief period. The pump technical parameters were also returned to baseline. There no longer appeared to be anything in the rotor or anything impeding normal pump operation. The situation resolved about 4 seconds after the speed was lowered to 3000rpm, which was about 7 seconds before the speed was increased back up. At this speed, there was no way to determine whether the suspected ingestion was released antegrade or retrograde. The flow will still be antegrade at 3000 rpm during native contraction, but will be retrograde during diastole. The alarms resolved and the patient had no symptoms. The plan was to watch and monitor the patient's lactate dehydrogenase (ldh).